Event description:
The customer alleged the pump caught fire.

Manufacturer narrative:
No evidence of fire was found. The pcb was charred around a diode. The ac adaptor was returned to the MFR for analysis who found a loose connection between a resistor and solder pad, which may be a result of mechanical stress after many years in the field. The constant high voltage on these parts caused excessive power dissipation by the diodes which resulted in overheating, burning the pump pcb and melting the keypad. This MDR is being filed as part of the retrospective review for reportability.